Event description:
(B)(4). Event took place in (B)(6). Peripheral anesthesia; upon removal the catheter sheared off, stylet hardly to be removed upon insertion. Catheter might have been advanced too far, when hooked/clamped in tissue.

Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available, pajunk considers this file as closed.